Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working properly and insulin pump was under delivering. The customer¿s blood glucose level was over 300 mg/dl at the time of incident and current blood glucose level was 140 mg/dl. The customer reported that the insulin pump was reading high and insulin pump was losing battery every day and half. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer was treated with manual injection for high blood glucose level. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.